Manufacturer narrative:
(B)(4). We are currently in the process of finalising the investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare field representative that a rt265 infant dual-heated evaqua2 breathing circuit was leaking and the tubing was found to have a crack. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the rt265 circuit was leaking and the tubing was found to have a crack before patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in colombia reported via a fisher & paykel healthcare field representative that a rt265 infant dual-heated evaqua2 breathing circuit was leaking and the tubing was found to have a crack. There was no patient involvement.